Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle had black foreign matter embedded in the cap. The following information was provided by the initial reporter, translated from japanese: "before use, the user noticed something black with the product."

Event description:
It was reported that the bd autoshield¿ duo pen needle had black foreign matter embedded in the cap. The following information was provided by the initial reporter, translated from japanese: "before use, the user noticed something black with the product."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 23-jun-2022. H6: investigation summary: one sealed 30g x 5mm safety pen needle sample and three photos were returned from lot. No. 1258369, cat. No. 329705. Visual examination was carried out on the sealed sample and three photos and black degraded material was observed on the outer cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue occurred due to the moulding press stopping whilst heats remained on the injection unit. H3 other text : see h10.